Manufacturer narrative:
One 72202902 footprint ultra pk 5.5mm suture anchor device used for treatment, was returned for evaluation. The complaint stated: ¿internal embolus of anchor be divorced out. The device broke inside the patient, the pieces were removed with tweezers¿. The insertion device, anchor and suture were returned. Suture was freed and wrapped around the inserter shaft. The outer anchor body had been separated from the device but the inner grub screw was attached to the inserter shaft tip. The torque limiter was functional. Audible click was heard upon rotation. The inner shaft was visibly bent off axis. The symptoms are consistent with force upon the distal tip and loss of axial alignment. Maintaining axial alignment is critical. Excessive force during insertion can cause failure of the suture anchor or insertion device. Instruction for use provides specific prep recommendations and technique details for control and resetting of suture tension and maintaining anchor attachment. Per instruction for use: ¿it is the surgeon¿s responsibility to be familiar with the appropriate surgical techniques prior to use of this device. Use the appropriate smith and nephew hole preparation device to prepare the insertion site. Awls specific to the suture anchor are sold separately. Rotate the torque limiter counterclockwise only enough to allow the sutures to slide easily. Excessive counterclockwise rotation can unscrew the inner anchor plug from the anchor implant, possibly resulting in a damaged anchor or the inner plug falling off the inserter and into the joint. Prior to removing the inserter, rotate the torque limiter knob counterclockwise one quarter turn, until a click is heard. This will help ease the release of the inserter from the anchor¿. No root cause related to the manufacture of this device was confirmed. Product met specifications upon release to distribution.

Event description:
It was reported that during shoulder cuff repair surgery, it was found internal embolus of anchor be divorced out. The device broke inside the patient, the pieces were removed with tweezers. A backup device was available to complete the procedure with no significant delay or patient injuries. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.